Event description:
The customer reported that a patient developed subcutaneous emphysema because of an air leak in the system due to a damaged and broken tubing port. The broken port was the port which connects the pleur-evac unit to the autotransfusion bag. The patient who was hospitalized due to multisystem failure expired on 7/3/97. The hospital does not believe the a-7050-ats unit is responsible for the patient's death.